Manufacturer narrative:
Sample 5 and sample 6 were tested on (B)(6) 2024. The results for sample 7 were not reported outside the laboratory. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) visited the customer's site multiple times and performed the following service actions. - replaced the solenoid valves and the vacuum tank valve. - found that the sodium hydroxide (naoh) failed to pump properly into the cuvette, causing backflow from the nozzle. - found that the o-ring was missing and the solenoid valve tubing connection was loose. - installed a new lamp and new cuvettes. - checked all the tubing around the detergents and found a kink in the detergent line and liquid in the vacuum tubing. - found a kink in a tube and replaced it. After the service actions were performed by the fse, the instrument was performing within specifications. No further issues were reported afterward. The root cause was consistent with a hardware issue.

Manufacturer narrative:
The crea2 reagent lot number and expiration date were not provided. On the field service engineer's 2nd service visit, he found a kinked naoh tube connected to the vacuum bottle. He replaced the tube and performed a mechanism check with successful results. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with crep gen.2 (crea2) assay on a cobas 8000 c702 module. The reporter stated that the initial results were higher than expected and did not match the patient's clinical picture or the previous results. The patient samples were rerun on another line. Sample 1: initial result: 318.0 umol/l. Repeat result: 137.0 umol/l. Sample 2 was tested on (B)(6) 2024: initial result: 1050.0 umol/l. Repeat result: 116.0 umol/l. Sample 1 and sample 2 were auto-repeated since the initial results did not match the patients' previous results. No questionable results were reported outside the laboratory. The reporter mentioned that the sodium hydroxide (naoh) detergent was always full, with water backflow to the bottle causing overflow and that the cell wash was leaking. On (B)(6) 2024 (1st service visit), the field service engineer (fse) performed a mechanism check and did not find any issues but noted that there was no air bubble in the tube of the detergent. He also found a leak from the waste side of a solenoid valve. He opened the valve and determined that no nylon washer was present. He properly tightened a nut and replaced the nylon washer in the solenoid valve. He verified the valves were operating properly. He performed another mechanism check and checked the cuvette fill levels with successful results. He also replaced lamps and cuvettes; completed an incubator water bath exchange; and performed a cell blank with successful results. The customer performed calibration and qc with successful results. The issue was not resolved. On (B)(6) 2024, new discrepant results were alleged: sample 3: initial result: 234 umol/l. The initial result did not match the previous result prompting the rerun of the patient sample. Repeat result: 95.0 umol/l. Sample 4: initial result: around 1000 umol/l. Repeat result: around 300 umol/l. On (B)(6) 2024, new discrepant results were alleged: sample 5: initial result: 2532 umol/l. Repeat result: 78 umol/l. Sample 6: initial result: 295 umol/l. Repeat result: 76 umol/l. Sample 7: initial result: 115 umol/l. Repeat result: 44 umol/l.